Event description:
It was reported that on an unknown date, 19mm sjm regent heart valve was chosen to replace a degenerated native aortic valve. During the procedure, it was noted that one of the leaflets of the mechanical regent valve prolapsed. This occurred immediately after the valve implantation began, without prior attempts to rotate the valve or mechanically position it.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2026, 19mm sjm regent heart valve was chosen to replace a degenerated native aortic valve. During the procedure, it was noted that one of the leaflets of the mechanical regent valve prolapsed. This occurred immediately after the valve implantation began, without prior attempts to rotate the valve or mechanically position it. A new 19mm valve was chosen and completed the procedure while patient on bypass. There was no delay in the procedure and patient was reported discharged home.

Manufacturer narrative:
An event of leaflet incomplete coaptation was reported. The device was returned to abbott for investigation and found that the valve was returned with a dislodged leaflet. The valve was able to rotate freely. A small, chipped damage was noted on the bottom rim of the orifice. No other anomalies were noted. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, the cause of the reported incomplete coaptation could not be conclusively determined. There is no indication of a product quality issue with respect to labeling design or manufacturing of the device.